Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, bme (B)(6) at (B)(6) center reported there was a power outage that caused the cns-6201a (pu-621ra sn: (B)(6) to lose power. When the device came back up, it was stuck on the "cns 6201 please wait a minute screen" for a few days. Device was monitoring all bedside monitors. Service requested: troubleshooting/assistance. Service performed: nka technical support (ts) walked the bme through checking the hard drives and allowing the drive 1 to rebuild. The device was confirmed to come back into patient monitoring. Investigation result: the cns warranty began 12/18/2015, which is over 3.5 years prior to the reported issue. The warranty ended on 12/17/2017. Review of device sap history found previously reported issue: 9b)(4) reported on (B)(6) 2015 at (B)(6) health. Customer reported out of box failure (obf) of the cns due to "network service disconnected" message. The unit was returned and nka repair center was unable to duplicate the problem. This is not related to the current issue. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Customer's internal maintenance for this unit is not available. There is no record of nka servicing performed on this unit. There was an improper shut down of the cns. The cns lost power due to power outage at the facility. Information on whether the cns was connected to a ups, including age and condition of the ups, is not available. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. Issue was resolved with the assistance of nka ts in performing necessary steps to allow the raid to rebuild. No parts were replaced during this process. There were no further reported issues with the unit. Based on the given information, this issue is not suspected to be caused by deficiency of the cns design. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down after a power outage.

Manufacturer narrative:
Rebuilding raid on the hdds resolved the issue. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down after a power outage.